Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. The fse found that pipetting tips #4 and #10 were covered with dried serum causing the plunger clamps to bind and separate. The fse replaced the plunger clamps and cleaned the tip clamps and eject sleeves. The fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.